Manufacturer narrative:
It was reported that the unit lid was not latching. No injuries or loss of sample was reported. It is not clear if this was during analysis or not.

Event description:
Customer stated the latch was broken and did not keep the lid locked.